Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 405mg/dl, and her blood glucose was treated with the insulin pump and manual injections. The customer stated that she was throwing up, dehydrated, and weak. Troubleshooting was performed. The caller thought that she may have the flu as her daughter had. Advised the customer to call back when tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.